Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. The electrical and mechanical parts were inspected. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was found and subsequently failed testing due to connections on the atrial wire side. The generator was returned for service. There was no patient involvement.